Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Reportedly, the customers partner assisted the customer by providing and helping them to consume carbohydrates to address the bg.